Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse effect to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.